Event description:
The daughter of a (B)(6) male pt contacted zoll customer support to report that the pt's monitor ws intermittently displaying red x's on all of the te pads and electrodes. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (intermittent check belt messages) was confirmed. Upon investigation the monitor had an intermittent belt connection. The cause of the check belt messages was the intermittent connection. The cause of the intermittent connection could not be positively identified but was likely due to bent pins on connectors j1002aa and j1003aa on the defibrillator board. The root cause of the bent pins was unable to be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.